Manufacturer narrative:
(B)(4). The complaint product was not returned for evaluation. Retained product from the same lot was evaluated and all testing was found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There were no non-conformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined; however, consumer misuse has been determined to be a possible contributor to the events reported. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. (B)(4).

Event description:
It was initially reported that a consumer inserted a contact lens on (B)(6) 2015 and experienced burning, redness, and smoky vision in the right eye as well as foggy vision prior to and after removing the contact lens from the eye. The consumer reports seeking medical attention, however there was no diagnosis provided. The consumer was given thera tears but no other medication was prescribed. The consumer states that on (B)(6) 2015 the symptoms in the right eye worsened and she experienced redness, tearing (lacrimation), swelling, burning and foggy vision in the eye. The consumer visited the doctor again and was prescribed moxafloxacin, one drop to the right eye three times a day for seven days, and also thera tears in the right eye when necessary. The consumer was unable to provide a diagnosis. On (B)(6) 2015, the consumer reported that the symptoms were improving and she was doing much better. She reports planning to follow up with the doctor in a few days. The consumer reported during a follow up call on (B)(6) 2015 that the event has resolved per the eye care provider. Additional information received on (B)(6) 2015 via the doctor's notes. The doctor's notes from the (B)(6) 2015 office visit state that the chief complaint was a corneal burn associated with use of the solution. Consumer was diagnosed with chemical keratitis. The doctor recommended that the consumer use artificial tears when necessary. The consumer was also given a sample of artificial tears. The doctor's notes from the (B)(6) 2015 visit state that the chief complaint was that the consumer was still complaining of burning and watering eyes. During the visit, the consumer was diagnosed with a corneal ulcer in the right eye and superior punctate keratitis (diffuse), which was resolving. The consumer was advised to discontinue contact lens wear until the issues fully resolved. The consumer was prescribed moxafloxacin three times a day in the right eye, and was advised to return for a follow-up on thursday. The consumer also stated that she was in an extreme amount of pain and was experiencing an extreme amount of emotional stress. Per the ecp, the consumer did not return for the follow-up. Additional information received on (B)(6) 2015 stated that the consumer saw the eye care provider on (B)(6) 2015 for a final follow-up. She was cleared of her diagnosis. Additional information has been requested but not yet received.